Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, upon opening, the thread was found to be included in the state that partially bound and the thread broke. To resolve the issue, a new suture was used. There was no patient involvement.